Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The product evaluation visual inspection revealed that the device was returned with the tip broken off at the front edge of the collar. The shaft has axial scratches and the coupling connector has scratches indicating use. This complaint is indeterminate from a manufacturing standpoint.

Event description:
It was reported that during a foot fusion procedure, the tip of the drive shaft broke off. The tip was retrieved with no problem. The surgeon selected another drive shaft from the set to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing evaluation reported the measurable dimensions are within print specification. During inspection, debris was found in the shaft cannula about 30mm from the broken area. The 3.71mm gage pin passed through the shaft until this point. When the pin was removed, a reddish substance remained on the gage pin. This complaint is indeterminate from a manufacturing standpoint because the missing portion of the product makes physical dimensional verification impossible. The product development evaluation reported the helix located above the hex is worn down which caused the drive shaft to fail. This portion of the device was updated per dco10008150. The ria drive shaft helix component changed from stainless steel 304 to 316l with kolsterization. This change improved the resistance to wear of the drive shaft helix component. Design verification testing was performed (reference test number: mt07-135) which showed that drive shaft helix samples incorporating the design change proposed in dco10008150 showed an 82% improvement in wear resistance when compared to the previous design after exposure to bench testing which simulate product use. Broken instrumentation in the canal is currently accounted for the risk analysis with a moderate severity of harm, and occasional occurrence. After reviewing the 3 year complaint history (68 complaints) over the sales/use data (14,313) the occurrence of risk will be updated to occasional (3) due to the occurrence of 1:200 uses. The overall risk of this cause of hazard will be updated to severe rather than less severe in the risk analysis. This complaint is valid due to the wear on the helix of the drive shaft. This risk has been reduced per dco 10008150 that has been implemented and the rate of occurrence for this complaint decreased to approximately 1:3,500 uses. Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 1 for this complaint (B)(4).